Manufacturer narrative:
Age or dob, weight, ethnicity: information unknown/not provided. If implanted, give date: information unknown/not provided. If explanted, give date: information unknown/not provided. Initial reporter first & last name: information unknown/not provided. Email address: unknown, information not provided. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the postoperative examination the refraction had shifted by 1.0 diopter, and the patient complained about poor vision. Therefore, the lens was explanted. There was no patient injury reported. It was indicated that no product will be returned as it was discarded. No further information was provided.